Event description:
Initial reporter indicated the pt was scheduled for surgery related to high lead impedance. Surgery is to be scheduled for 2008. Good faith attempts are being made for add'l details surrounding the reported event.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.